Event description:
The device was used during a lung biopsy procedure. Reportedly, the instrument did not fire. The surgeon applied another instrument to complete the procedure. The hospital has reported that no pt injury occurred.